Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, high impedances (>40,000 ohms) were discovered intra-operatively after the patient's new ins was connected with their existing surgical lead. All contacts (0-7 and 8-16) had high impedances when the 0-7 electrodes as well as when the 8-16 electrodes were being used. The lead was cleaned and impedances re-tested four different times without resolve. It was noted the doctor performing the ins replacement was not a neurosurgeon so they were unable to replace the surgical lead at the time. The lead was connected to the new ins, and the patient would be referred to a neurosurgeon to replace the lead. No symptoms were reported to be associated with the high impedances. The rep was scheduled to meet with the patient on (B)(6) 2018 for follow up. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. Submitted in the initial report apply to the lead. No issues identified with the ins at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 39286-65 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type lead h1: updated from serious injury to malfunction since patient decided/elected to not move forward with the lead replacement surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the rep. It was confirmed that there were no symptoms associated with the high impedances. The patient has elected to not have a lead replacement performed because they have been able to get adequate paresthesia with their current leads. No further complications were reported or anticipated. [Omitted information pertaining to previous ins issues - see pe# 702672424]